Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during endovascular treatment of a peripheral lesion, the wire guide perforated the catheter. A bidirectional approach was selected; the device was inserted from the left femoral artery and another manufacturer's wire guide was inserted in a retrograde fashion, to perform pull-through technique due to sever calcification in the lesion. After the pull-through, the cxi was advanced and passed through the lesion to change the wire guide. However, the wire guide was caught at a certain point inside the catheter during an attempt at changing the wire guide, and the physician noticed that the wire guide protruded from the catheter during manipulation. A kink and a hole in the catheter were confirmed after removal of the device though; the procedure was continued and completed with no problem. There have been no adverse effects to the patient reported.